Event description:
It was reported that cs100 intra-aortic balloon pump (iabp) ECG signal is weak during use. There was no harm reported.

Manufacturer narrative:
Due to character limitation, event site full name: (B)(6). Event site telephone: (B)(6). A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they notified the doctor to replace and adjust the ECG patch. The unit passed all functional and safety tests and was returned to the customer.